Manufacturer narrative:
(B)(4). The device is manufactured by (B)(4). Abbott vascular distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). The device was returned with the core wire separated at the proximal side of the middle brazing. The analysis was performed by asahi intecc. Co. Ltd: based on the outcomes of the investigation of the returned guide wire, it is inferred that the tip of the guide wire might have become trapped in the targeted in-stent restenosis lesion, where rotational manipulation to counter-clockwise direction was continuously applied, resulting in the breakage of the core wire due to the force exceeding the product design limit. Along with the removal of the device(s), coil was unraveled and elongated, but the guide wire could be pulled out without separation. Warning section of instructions for use states: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, result in fragments being left inside the vessel. When torquing the guidewire inside the blood vessel, do no torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degree) in the same direction. And, separation or breakage of guidewire as one of possible complications and adverse events.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The device is manufactured by (B)(4). Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.

Event description:
It was reported that the procedure was to treat an in-stent restenosis with moderate tortuosity and moderate calcification in the right coronary artery. A non-abbott 1.2x12 balloon catheter met resistance while being advanced over an asahi fielder xt guide wire and became stuck. The guide wire was pulled back and the proximal shaft coils came unraveled (stretched). The core did not separate. The balloon catheter and guide wire were removed from the patient anatomy as a single unit. No additional treatment was performed and the procedure was complete. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.